Event description:
Literature: moro e, schwalb jm, piboolnurak p, et al. Unilateral subdural motor cortex stimulation improves essential tremor but not parkinson's disease. Brain. Jul 2011;134(pt 7): 2096-2105. Summary: this study looked at the efficacy and safety of unilateral subdural motor cortex stimulation in six patients with essential tremor (et) and five patients with advanced parkinson's disease (pd) between (B)(6) 2004 and (B)(6) 2006. Patients were assessed during acute, intermediate and chronic (3 months double-blind and 1 year open) stimulation. Primary outcome measures in pt with et were changes in tremor scores at 3 months and in patients with pd changes in (B)(6) motor scores at 3 months in off medication/on stimulation versus off medication/off stimulation and on medication/off stimulation versus on medication/on stimulation conditions. Event: a (B)(6) male pt with et experienced one or more simple partial motor seizures during the acute testing period. The pt also experienced one secondary generalized tonic-clonic seizure during the stimulation and was started on oral phenytoin. See MFR report #3007566237201105668 for a copy of the literature article.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no add'l info was available, add'l info has been requested. A copy of the article can be accessed at (B)(6).